Event description:
Per trust study adverse event crf, "pt. Seen in office. R/a lead dislodged. Pt. Had r/a and r/v lead repositioned in cath lab. Seen by follow up after lead revision. Pt. Doing well"